Manufacturer narrative:
The insulin pump received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. The insulin pump power up properly after battery installation. The insulin pump received with operating currents within specification. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed dat test at 0.08695 inches. No over delivery anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low for about 3 weeks, with blood glucose of 62 mg/dl at the time of the incident. The customer was at 105 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer called about getting button error alarms after pressing buttons for too long. Troubleshooting was completed for the lows but did not resolve the issue. The insulin pump will be returned for analysis.